Event description:
Device received from (B)(6) for servicing. The date of the event is unknown. During servicing it was found that there was hose damage. The device was not used during surgery. It is unknown if injury, surgical delay, or medical intervention occurred. There is no additional information provided.

Manufacturer narrative:
The device has been received by depuy synthes power tools. The investigation is still in process. When the investigation has been completed or additional information becomes available, a supplemental report will be sent. (B)(4).